Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during an unknown procedure, the clips were not closing all the way on unknown firings (clip gap). They used another like device to complete the case. There was no adverse consequence to the patient.